Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc) and since it was reported that the output image failure of the subject device occurred due to the corrosion of the electrical contact of the video connector socket, omsc surmised there was the possibility this phenomenon was attributed to the corrosion of the electrical contact of the video connector socket and the reported phenomenon might have temporary occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was sometimes displayed and was sometimes not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. There was no patient injury associated with this report.